Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) , which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
Customer reported an error 2012 air detected on the aia-360 analyzer. The issue had occurred multiple times. There was no air in the diluent tubing. The diluent primes ok but the sample runs abort with error. This is a reportable event based on delay in reporting of patient results for class a analytes.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 2012 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) changed the diluent pump which resolved the issue. The diluent pump failed to deliver due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2021 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2012] error message: air detected diluent description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department.